Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 thermistor disparity which were not reproduced. System error 345 was verified through a review of the event history log and found to be caused by an out of specification upstream sensor thermistor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 345 thermistor disparity in multiple locations, found in the biomed service department during testing.. There was no patient involvement. No additional information is available.